Event description:
The manufacturer received information alleging a trilogy evo ventilator service required alarm occurred. There was no harm or injury reported. The reporter alleged that water was being pumped into the ventilator body during circuit replacement. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint of the service required alarm was confirmed in the error log but was not duplicated during testing. Due to water ingress into the inside of the ventilator, the blower assembly, flow sensor and muffler required replacement.